Event description:
#Medwatcher #followup1 #fdamw5039780 #(B)(4). For the last two month's, I've been experiencing localized burning sensations under the skin in my legs. I also suffered a miscarriage (B)(6) 2014, I was (B)(6) along.

Event description:
#Medwatcher #followup2 #fdamw5039780 #(B)(4) hospitalized in (B)(6) 2015, for extreme pain in my lower abdomen. After blood work, pelvic exams, and ultrasounds, the pain was coming from a very large ovarian cyst on my right ovary. I was then told to go on bedrest, until it burst.

Event description:
(B)(4). I had my essure procedure done (B)(6) 2013. A few hours after my procedure, that was done at my obgyn's office I had excessive cramping. I had my son (B)(6) 2013. Prior to essure, I was almost finished with my postpartum bleeding. After essure was inserted, I bleed heavily, every single day for four months. I have very large cysts on my ovary's every single month, one on each side. The pain from my cysts, is horrible. It hurts to lay in bed, sit on my sofa, pick my children up, bend over to put shoes on, cough, sneeze, and or laugh. Intercourse is very quickly becoming impossible for my husband and I. The pain is so horrific, that it makes me cry. My teeth and gums are in horrible shape, and I've never had any dental issues before. I become extremely light headed every day, multiple times a day. I become extremely shaky at this point as well. I have horrible debilitating migraines every month, which interfere with caring for my children. My menstrual cycle is all over the place. It can be any where from on time to 3, to 4 weeks late. When I do get my menstrual cycle, I bleed so horribly that I have to monitor it, just in case I need to go to the hospital. The cramping is so bad that my legs loose feeling, and I can barley put one foot in front of the other . It makes me cry, and no matter what I do, I just have to wait for the cramping to pass. I have horrible, horrible mood swings, which are very uncommon for me. Lower abdominal spasms on my left side only as well, that can last an entire day.